Event description:
A nurse reported that a patient on peritoneal dialysis (pd) was hospitalized relating to pd. There were no reported allegations of any product issues associated with the event. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which was positive for candida. It was reported that the patient is being treated for fungal peritonitis with intravenous vancomycin and fortaz (dose not provided). Additionally, the nurse stated that the patient is having the pd catheter (not a fresenius product) removed and will be transitioned to hemodialysis for renal replacement needs. The patient is recovering from the event but remained hospitalized at the time follow-up was performed, per the pd nurse. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. However, the most common cause for peritonitis in pd patients is a breach in aseptic technique/touch contamination of the pd system, including the pd catheter by the patient. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) was hospitalized relating to pd. There were no reported allegations of any product issues associated with the event. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which was positive for candida. It was reported that the patient is being treated for fungal peritonitis with intravenous vancomycin and fortaz (dose not provided). Additionally, the nurse stated that the patient is having the pd catheter (not a fresenius product) removed and will be transitioned to hemodialysis for renal replacement needs. The patient is recovering from the event but remained hospitalized at the time follow-up was performed, per the pd nurse. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.